Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) was isolated to a defective q1 component on ECG "d" in the distribution node (dn). The root cause for the defective q1 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
Hold for wh 1/11. A us distributor reported that a patient was experiencing adjust belt messages.